Event description:
It was reported that, the patient complained of instability sometime after surgery. Surgeon later decided to take x-rays. After x-ray review, the surgical records were also reviewed and it was discovered that incorrect (short mrh) tibial bearing component was used in conjunction with the all-poly tibial component

Event description:
It was reported that, the patient complained of instability sometime after surgery. Surgeon later decided to take x-rays. After x-ray review, the surgical records were also reviewed and it was discovered that incorrect (short mrh) tibial bearing component was used in conjunction with the all-poly tibial component.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
DHR review for the reported lot was satisfactory. The chr indicated that there were no similar events for the reported lot. The investigation concluded that implanting the incorrect tibial rotating component was caused by the surgical team. The results of the investigation indicate that the surgical protocol was not followed as it is clearly stated in the protocol which that there is only one compatible tibial rotating component that should be implanted with the all poly components. (B)(4): not returned to the manufacturer.